Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2002 the patient underwent the following procedures: 1. Stage 1 of a planned two-stage procedure, 2. Anterior lumbar interbodyfusion of the l4-5 and l5-s1 levels using sophomore danek lt cages, 3. Insertion of infuse rh bmp-2 cages at l4-5 and l5-s1 level to treat the following diagnosis: 1. Degenerative disc disease of the l4-5 and l5-s1 level, 2. Spinal stenosis of the l4-5 level. Op-notes of stage 1 procedure: lt cages, six 16mm would be used. Then the surgeon implanted the distractor into the space and the space was reamed. This was done on both sides at this level. Then the selected cages 23mm x16mm lt cages were then loaded into place and screwed into place, first the left and then the right side, again this was done under fluoroscopic guidance and positioning confirmed following placement. Then moved the attention to the l4-5 level. A 20mm x 16mm lt cage at this level was then screwed into place and again ap and lateral fluoroscopic image confirmed placement. Then the surgeon prepped the bmp tube as per protocol. The collagen soaked sponges were then placed into the cages at the l4-5 and the l5-s1 levels. This completed the stage 1 of the two stage procedure. On (B)(6) 2002 the patient underwent the following procedures: 1. The second stage of a two stage procedure, 2. Posterior instrumentation and fusion using pedicle screw fixation of the l4-l5 and s1 levels, 3. Decompression laminectomy of the l4 level, 4. Right posterior iliac crest graft to treat the following diagnosis: 1. Degenerative disc disease of the l4-5 and l5-s1 levels, 2. Spinal stenosis of the l4-5 level. Op notes of stage 2 procedure: ap and lateral fluoroscopic images to confirm placement into the pedicles at the l4-l5 levels and into the sacral space at the s1 level. A 6.5mm soft m8 screws were inserted at the s1 level. Again ap and lateral fluoroscopic image confirmed placement of these screws that these three levels. This completed the placement of the instrumentation at these three levels. The patient returned to the recovery room in apparent satisfactory condition. On (B)(6) 2002 the patient underwent the following procedure: anterior approach to lumbar spine for lumbar interbody fusion of l4-5 and l5-s1 to treat the following pre-op diagnosis: degenerative disc disease. On (B)(6) 2002 surgical pathology report of the tissue submitted: disc material: l4-5 and disc material: l5-s1. Diagnosis: disc l4-l5 - multiple fragments of benign fibrocartilaginous tissue, disc l5-s1 -multiple fragments of benign fibrocartilaginous tissue. On (B)(6) 2002 patient discharged from hospital. On (B)(6) 2002 patient underwent the following procedure: evacuation of retroperitoneal hematoma to treat rectal peritoneal hematoma, stable. On (B)(6) 2003 patient underwent the following procedure: placement of large drainage tube/chest tube into the retroperitoneal seroma to treat recurrent retroperitoneal seroma.

Event description:
An implant record indicates that disc specimens from l4-5 and l5-s1 were taken, and rhbmp-2/acs, interbody devices and posterior instrumentation were implanted into the patient. Allegedly, since receiving bmp, it is claimed that the patient developed intense pain, numbness, and difficulty walking. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.